Manufacturer narrative:
Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as the investigation result is available an amended MDR report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the surgeon was using a screw driver which broke off while inserting the screw. The piece that broke off, remained in the head of the screw.

Manufacturer narrative:
Additional: if follow-up, what type? Update: model #/lot #, date received by MFR?, type of reports, device evaluated by MFR?, evaluation codes, additional MFR narrative. Trend analysis: a trend was identified (same lot number affected). Therefore an issue evaluation was performed. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it is reported that the screwdriver shaft broke while inserting a screw. The broken piece of the instrument remained in the head of the screw, therefore it could potentially give problems when the implant needs to be removed. Review of received data - three pictures were received. Two of the pictures show an ankle fix drill guide, which is treated in another complaint. One picture showing the broken screwdriver shaft is available. The picture is not sharp and of very poor image quality. No statements can be performed. Devices analysis - the instrument was investigated within an issue evaluation. - the fractured screw driver blade as well as a reference sample from the same lot were available for investigation. - the fractured screw driver blade was visually investigated and showed deformation close to the fracture surface. - the fracture surface is worn and polished and therefore no further results could be obtained by the sem investigation. - dimensional measurements were carried out on the reference sample and show measurements above/larger as the specified dimensions ¿ assumed not to be a contributing factor to the fracture. -the hardness test showed for both samples, a hardness within the specification communicated by the supplier of 55 +/-5 hrc. The deformation seen close to the fracture surface is uncharacteristic for a material with a hardness of 55 +/-5 hrc. Due to the geometry it was not possible to measure the hardness next to the fracture. Review of product documentation - device manufacturing records, material certificate, drawings have been reviewed within the issue evaluation. - it was confirmed that the normed drawing for this device has a wrong specified material. (B)(4). Root cause analysis: the instrument was investigated within an issue evaluation. The results of the issue evaluation can be summarized as follows. The investigation showed that the fractured screw driver blade was deformed close to the fracture surface. The hardness test showed a hardness within the specification. The deformation seen close to the fracture surface is uncharacteristic. Due to the geometry it was not possible to measure the hardness next to the fracture. The most likely root cause for this issue is the application of unnecessary high torque or forces on the screwdriver blade due to disregarding of the surgical technique or off label use. However, an exact root cause could not be determined. (B)(4). The issue evaluation has shown that the reported incident is not related to a malfunction of the device, rather that the most likely root cause for this issue is the application of unnecessary high torque or forces on the screwdriver blade due to disregarding of the surgical technique or off label use. The need for corrective measures on the field is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).